Manufacturer narrative:
Additional information provided by a noah clinical representative confirmed that the pneumothorax was identified post-procedure by x-ray. The patient was admitted overnight and discharged the next day. The physician did not attribute the injury to the galaxy system and stated the pneumothorax was due to sampling near sensitive anatomy. The bronchoscope was discarded after the case. System manufacturing records were reviewed and found no issues associated with this event. The bronchoscope was discarded and was not available for investigation. Manufacturing records confirmed the bronchoscope passed final qa/qc inspection prior to release. Video review demonstrated that the galaxy system functioned as intended throughout the procedure, with no evidence of device malfunction identified. The procedure involved repeated biopsy/tool activity near the pleural region, with tool curvature observed during several deployments and respiratory motion visible during some tool passes. This MDR has been submitted because the patient developed a pneumothorax during a galaxy-assisted bronchoscopy procedure, requiring chest tube placement and hospital admission to prevent permanent harm. The investigation determined that the galaxy system functioned as intended throughout the procedure. No galaxy system malfunction was alleged or identified. The physician did not attribute the injury to the galaxy system and stated the pneumothorax was due to sampling near sensitive anatomy. The reported pneumothorax is most consistent with a procedural complication associated with repeated biopsy/tool activity near the pleural boundary.

Event description:
It was reported that a male patient of unknown age underwent a galaxy-assisted biopsy procedure for a lesion in the right upper lobe. There were no allegations of galaxy system malfunction. During the procedure, the patient developed a pneumothorax, which was reported to have likely occurred during forceps biopsy. The patient required chest tube placement and was subsequently admitted. Attempts to gather additional patient demographics were unsuccessful.